Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up no right atrial (ra) lead instincts amplitudes were recorded and it was difficult to determine pacing thresholds. Loss of capture was noted due to an increase in pacing thresholds, and pacing failure occurred. A history review of the system noted that it was not possible to see p waves or atrial fibrillation or atrial flutter on the electrocardiogram recorded in (B)(6) 2017. The position of this ra lead had not changed since the implant. The device was reprogrammed to vvi mode and continued monitoring will be done. No adverse patient effects were reported.